Event description:
A malfunction was reported, but no notable events occurred beforehand. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and thus, there was no adverse impact reported. Customer technical support provided information on how to reset the pump and assisted the customer in doing so. The malfunction did not recur after resetting, allowing the customer to continue using the pump. The caller was advised to contact support again if the issue reoccurred and confirmed their understanding.